Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The customer passed away on (B)(6), 2021 due to possible combination of high blood glucose level and heart disease. The called stated that the customer's blood glucose were high and they were weak. They had fallen on the chair. Customer was helped to get up but they were catching up their breath. Customer's blood glucose was over 500 mg/dl when emergency medical services came over. They gave customer 2 epi pens to help their blood glucose to come down. Customer's heart stopped beating. The caller stated customer had a stent heart surgery a month ago. The caller stated that the customer had stent heart surgery and high blood glucose that might have led to the customer's passing. The caller also mentioned that the insulin pump was not working properly on customer. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis. Frn-mmt 332a-rsvr, unomed set.